Event description:
Follow-up with the surgeon revealed the info provided for this report was incorrect. He states he has not had problems with this lens.

Event description:
Surgeon states pt reported seeing dark rings after cataract extraction and intraocular lens (iol) implant surgery.